Manufacturer narrative:
Attempts to obtain the sample are being made. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the customer, a codman perforator failed to disengage causing damage to the dura. The patient required additional procedures to control the bleeding and as such required additional anesthesia time.

Manufacturer narrative:
Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The previously submitted report indicated that no lot number was provided. This was incorrect. This report has been updated to reflect the corrected information. A review of manufacturing records found no discrepancies when the device was released to stock.